Manufacturer narrative:
Day of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00296. Related manufacturer reference number: 1627487-2022-00353. It was reported that patient was experiencing ineffective therapy as the leads had migrated and was confirmed via x-ray. Patient also experienced discomfort at the ipg site. As a result, surgical intervention took place where the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.